Event description:
On (B)(6) 2012, the patient claimed that she had low blood glucose with symptoms of shaky after the animas pump has a dim display issue. The patient was able to administer self treatment with juice to resolve the low blood glucose issue. Reportedly, she was unable to see the screen at all to decrease her temporary basal for her activity. As a result of the alleged issue, the patient has had some low blood glucose. According to the patient, she could maybe figure out the temporary basal decrease by counting the presses. This is evidence of use error as the patient continued to use the animas pump despite her knowledge of the dim display issue. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to possible use error and because, the patient received treatment for symptom that can be suggestive of hypoglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On investigation, the display screen is dim and setting the contrast to the highest setting did not improve the appearance of the display. When a test display screen was used the display functioned properly. The pump was exercised for 29 hours with no delivery issues.